Event description:
It was reported that during use on a patient the device suddenly appeared black screen and shutdown, with buzzer sound. The patient was connected to another device; no injury or serious impairment of health of the patient reported.

Manufacturer narrative:
On request it was reported by the hospital, that the event was caused by an inadvertently disconnection the mains power plug by the operator. However the device did not switch over to the internal battery, the device posted the buzzer sound when shutdown. No more information about the condition of internal battery or the battery check results are available. Dräger was not involved in the examination or repair activities, requests for further information remained unresponded. Without access to log file data it is impossible to draw a reliable conclusion about the exact nature of the fault. The manufacturer concludes based on available information that the event was primary caused by a user error (disconnection of mains) - the device generated power loss alarm while the internal battery was low or out of specification. According instructions for use the mains power loss and switch-over to battery must be checked within the pre-use check, furthermore the runtime and condition of the battery has to checked in regular intervals and must be replaced if the test result demonstrates that the runtime is significantly reduced. The battery is subject to maintenance and regularly test as described in the IFU.

Event description:
It was reported that during use on a patient the device suddenly appeared black screen and shutdown, with buzzer sound. The patient was connected to another device; no injury or serious impairment of health of the patient reported.

Manufacturer narrative:
Due to a technical issue with our internal emdr system we submitted for the form FDA 3500a an incorrect value for the field h3. Not returned to manufacturer.

Manufacturer narrative:
Due to a technical issue with our internal emdr system we submitted for the form FDA 3500a an incorrect value for the field h3. - not returned to manufacturer.

Event description:
It was reported that during use on a patient the device suddenly appeared black screen and shutdown, with buzzer sound. The patient was connected to another device; no injury or serious impairment of health of the patient reported.